Event description:
Medical record reviewed 4/14/98. Fourteen year old admitted for cholesteatoma to right ear and underwent right tympanomastoidectomy. During procedure ent currette tip broke. Two portions of the tip recovered and x-rays performed to rule out retained foreign body.